Manufacturer narrative:
Philips has investigated this complaint. Philips provided a quote to the customer to have a field service engineer (fse) inspect the system onsite, but the customer cancelled the quote; no device inspection was performed by philips. No further information could be obtained from the customer despite repeated attempts. The codes were updated based on the investigation outcome. H3 other text : evaluation cancelled; no response received for further information.

Event description:
It was reported to philips that the radiographers machines were not powering on. No harm to the patient or user was reported. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.